Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was less than 10 mg/dl. The customer stated that she was trying to bolus and went to the maximum amount of insulin. Her blood glucose earlier that day was 136 mg/dl. The customer stated that the perceived cause of the low blood glucose was the scroll wrap giving the maximum amount of insulin. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.